Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was one tube inside a sealed tray that was pierced."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/30/2021. H.6. Investigation: bd received sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for incorrectly moulded stopper was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrectly moulded stoppers were not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of incorrectly moulded stopper. Bd determined that the root cause of the indicated failure mode was attributed to a non-fill. This is when the moulded rubber stopper has some areas lacking the rubber material. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was one tube inside a sealed tray that was pierced."